Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 4 for (B)(4). It was reported by the customer in (B)(6) that on (B)(6) 2018, the patient underwent an unknown surgery with the fns for the fracture of the femoral neck. According to the report, bone healing had been achieved after the surgery. However, osteonecrosis of the femoral head occurred four years after the surgery; and therefore, the revision surgery with removal of the fns and the total hip arthroplasty was performed on (B)(6) 2022. It was reported that the surgeon requested to report if there is any case of femoral head osteonecrosis occurred several years after surgery with fns, as in this case. The status of the patient was unknown. No additional information was provided. This report is for one (1) pl 1-ho f/fem neck syst tan device. This complaint involves four (4) devices.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for product code 04.168.000s on lot number l632522; and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.